Event description:
The customer reported that the system booted to the "x-ray switch stuck" error and would not fluoro.

Manufacturer narrative:
(B) (4). The ge service rep found a single button footswitch plugged into the back of the tower, wrapped behind the system, and between the system and external equipment that was engaged. He moved the footpedal away from the equipment and verified it was not engaged. The system booted properly and made fluoro.